Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr ous 2.75 x 28mm stent delivery system was returned for analysis. The device was returned stuck on a pigtail mandrel. There was no visible damage to the mandrel. A visual examination of the crimped stent revealed no issues. The stent showed on signs of damage or movement and was set equidistant between the proximal and distal markerbands. The outer diameter of the crimped stent was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a midshaft break at 170mm distal from the distal end of the strain relief (15mm distal from the hypotube/midhshaft bond). The extrusion shaft was accordion at 2 locations; 3mm and 5mm distal from the guidewire exchange port. The device was left to soak in waterbath at 37 degrees celcius. After several hours of soaking it was not possible to remove the mandrel due to the damage that was noted to the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 25-jun-2018. It was reported that mandrel damage occurred. During unpacking of a 2.75x28mm promus element¿ plus drug-eluting stent it was noted that the stylet was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed mid-shaft break.